Event description:
It was reported to philips that there were no images on flexvision monitor. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use and the procedure was completed in another room. A philips field service engineer (fse) inspected the system on-site and confirmed that there were no images on flexvision monitor. The analysis of log file revealed that flexvision pc was booting up properly. During troubleshooting, fse identified that there was no output from dvi matrix switch. The video matrix switch switches dvi video signals to the three grabber cards in the flexvision-2 pc. In order to resolve the issue, the fse replaced the dvi matrix switch. The defective dvi matrix switch was returned to philips for further analysis. The cause of the dvi matrix switch failure could not be conclusively determined by the supplier¿s part analysis, however the replacement of the dvi matrix switch has resolved the issue. The codes were updated based on the investigation outcome.